Event description:
Caller states the patient tested >8.0 inr on the coaguchek xs system and 1.4 inr on a comparison lab. No action taken on device result, coumadin adjusted based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.